Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is no longer available for evaluation. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported to baxter (B)(4) an unknown quantity of straight blood sets in which a leak occurred due to a split in the tubing. The condition was detected during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.